Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #4r; cat# 5517f402; lot# amc4n. Tritanium bplate triathlon s5; cat# 5536b500; lot# ctd7819. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent I and d with liner exchange following primary [right] tka.